Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the volume was high on the cadd ms3 pump. The case had also gotten wet. No patient injury or complications were reported in relation to this event.